Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported broken cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's glucose levels rose to 18 mmol/l (324 mg/dl) while wearing the pod between 25 and 36 hours. While removing the pod the patient noticed the cannula was broken. Treatment information was not reported.